Event description:
The pt underwent surgery via femoral access for placing a biologic heart valve (non bard device). Further in reported a problem described as inverted position of the prosthesis. The inverted position of the prosthetic valve was corrected by the introduction of a new prosthesis which was implanted inside the first prosthesis to correct the problem. The implementation of the second implant allowed a return for normal hemodynamics. The pt was transferred to the intensive care unit (ICU) after surgery and developed tamponade during recovery in ICU. Intervention to drain the fluid was performed and found that the tamponade was associated with a perforation of the right ventricle. Info provided to bard electrophysiology by the user revealed that the tamponade was caused by the bard tpe device used in this procedure. It was further reported that surgery and wound closure were difficult and the pt was unable to stabilize hemodynamically and death resulted.

Manufacturer narrative:
To date, it is unk if the device is available for investigation. A f/u report will be sent following completion of an investigation.